Event description:
It was reported that balloon rupture occurred. A 5.50mm x 8mm nc emerge balloon catheter was advanced for post dilatation. However, during the procedure, the balloon ruptured. The device was replaced with a 5.50mm x 12mm nc emerge balloon catheter which also ruptured. The device was removed and the procedure was completed with an unspecified balloon. There were no patient complications reported.

Manufacturer narrative:
Date of event: used the first day of the month of aware date as event date was not provided.